Event description:
Procedure: thoracoscopy. According to the rptr: the pt was having a right upper lobe lung wedge resection with insertion of beads. During the procedure, 3 of the 4 endoscopic guns broke in the 3 small pieces of metal came off of the 3 "reloads for staplers". Two of the metal pieces were immediately found and following an x-ray film of the chest, the third piece was located in the right lower lung area. The surgeon made the decision at that time not to reopen the pt to attempt retrieval. The pt is aware of the retained piece of metal.